Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the outer insulation was breached due to clavicle-rib crush. It was also noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, and there was blood in/on the helix mechanism. B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was also noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), all insulators were breached from a clavicle-rib crush, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the ventricular lead and atrial lead had low lead impedance and a possible lead fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.